Event description:
Boston scientific received information that this right ventricular lead had a suspected lead fracture. The patient received three unnecessary shocks due oversensed noise on this lead. The patient was scheduled for a revision. No patient effects were reported.

Manufacturer narrative:
Upon return to our quality assurance laboratory the lead underwent detailed analysis. Visual observations noted the complete lead was returned with the stylet stuck inside. Set screw marks were noted on all the terminal connectors. The tri-lumen insulation abraded through at two locations where rs- coils and cable conductor (distal) were exposed. This damage was located at 27.3 - 27.9 cm and 28.5 - 29 cm from is-1 terminal pin. Resistance measurements were taken and passed on all pathways. However, the rs was not measured due to the stuck stylet. X-ray revealed no fractures on this portion of the lead. No further tests were performed due to the damage of the lead. In conclusion, analysis could not confirm the fracture allegation. However, insulation damage was observed where the conductors were exposed. This damage appeared to be from clavicle-first rib abrasion and could have contributed to the clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The field representative later reported that this lead was explanted due to unnecessary shocks.